Event description:
An aneurx stent graft system was implanted into a pt for the endovascular treatment of an abdominal aortic aneurysm. There was moderate calcification and mild tortuosity. It was reported that the physician requested a second opinion prior to the procedure. The physician contacted an independent consultant to review films prior to the implantation of the stent graft. The independent consultant's impression was that there was critical stenosis (40 percent) in the proximal aortic neck, the distal aortic neck was only 16 mm in diameter, and small diameter access vessels. The independent consultant stated that this case will be very challenging and may require an open repair. The pt is allergic to heparin and a synthetic agent was given. The physician believes that there may have been medication issues which resulted in excessive bleeding. It was reported that the bifurcated stent graft was inserted through a 22 fr sheath and deployed through the right common iliac artery. A guidewire was inserted through the gate without incident and an iliac limb was placed through a 16 fr sheath and deployed into the left common iliac. A reliant balloon was used in the entire graft proximal and distal. Final angiogram showed acceptable results and physician prepared to close the groins. Upon removal of the right sheath, there was a drop in the pt's blood pressure. A smaller sheath was then reintroduced into the right common femoral. An angiogram revealed a large amount of contrast extravasation at the external iliac artery on the right. Wire access was achieved and a reliant balloon was inflated in the distal portion of the aneurx stent graft which controlled the bleeding. The surgeon attempted to place two small covered stents from another manufacturer across the ruptured vessel. Neither of these stents deployed properly. The physician believes that it is possible that the first self-expanding stent may have been deployed partially in the sheath and the second a small balloon expandable stent was not correctly deployed. The physician elected to place an aneurx iliac limb across the ruptured area. This was done without incident. The pt's blood pressure continued to drop and repeat angiogram revealed contrast still outside of the vessel. It was then decided to place one add'l aneurx to occlude the hypogastric artery on the right. The pt continued to deteriorate and angiogram revealed contrast outside of the stent graft. The pt had greater than 26 units of blood. The physician then opened the abdomen surgically and performed emergent conversion to open repair. The pt left the or however did not survive the evening.

Manufacturer narrative:
Eval results/conclusion: (death, endoleak). (Critical stenosis (40 percent) in the proximal aortic neck, the distal aortic neck was only 16 mm in diameter, and small diameter access vessels). Related to another drug/device (sheath). The 40 another device caused the failure (sheath).